Event description:
After having laser eye surgery to improve my eye pressure which has resulted in glaucoma, I had vitreous detachment. The dr just said it's a normal condition in everyone, but I read that it often can occur after laser surgery and I should file a report.